Event description:
It was reported that when the package was opened, the stent was found slightly deployed from the delivery system. The package was received intact and stored in the usual manner.

Manufacturer narrative:
The device was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. With the information provided and without return of the product, factors that contributed to the reported event cannot be determined.